Event description:
It was reported that in the preceding few days there was a high number of short interval counts (sic), there were non-sustained ventricular tachyarrhythmias (nsvts), and the pacing lead impedance was increasing. The lead integrity alert (lia) was alerting the patient. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation conductor was fractured, the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), outer tubing overlay melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, exposed defib coil white substance and the outer insulation had a cosmetic depression. The lab personnel also noted that there was dried tissue on the helix.

Event description:
It was reported that in the preceding few days there was a high number of short interval counts (sic), there were non-sustained ventricular tachyarrhythmias (nsvts), and the pacing lead impedance was increasing. The lead integrity alert (lia) was alerting the patient. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.